Event description:
The previous or initial MDR submitted on november 25, 2021, was filed inadvertently. No serious injury has occurred.

Manufacturer narrative:
This report is submitted on nov 25, 2021.

Event description:
Per the clinic, the patient experienced a hole at the back of the ear which is painful when pressure from the processor is applied. The implant remains in-situ. Further information is being sought from the clinic. The implant remains in-situ.